Event description:
While having an angioplasty to the left arm fistula, the mustang-over-the-wire 6fr 8mmx2.0mm balloon ruptured. Then while the md was removing the catheter out of the patient, it broke in half leaving the broken part stuck in the sheath and md was able to remove the sheath with the rest of the catheter. That broken end was intact and md felt that nothing was left inside the patient.